Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient experienced a sudden increase in pain about (B)(6) weeks ago. X-rays showed poly wear. Intra-operatively, the stem was discovered to be loose, the proximal half of the stem had broken off from the distal portion, which was well-fixed. Osteolysis was also reported. Doi (B)(6) 2000 - dor (B)(6) 2012 (left hip). Visual examination of the returned stem confirms the material fracture reported. The fractured stem was evaluated by the depuy (B)(4). No material defects were observed in the prodigy femoral hip stem that could have contributed to the fatigue fracture initiation and propagation to failure. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Based on the investigation product error has not been identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient experienced a sudden increase in pain about three weeks ago. Xrays showed poly wear. Intraoperatively, the stem was discovered to be loose, the proximal half of the stem had broken off from the distal portion, which was well-fixed. Osteolysis was also reported. (Left hip).